Event description:
On (B)(6) 2009, the pt had 2 9x 20mm interbody cages implanted. Approx 2 weeks after the original surgery, the pt reported pain and indicated that he heard a "pop". After eval it was determined that one of the interbody cages had almost completely popped out of the disc space at l3-l4. A revision surgery was performed on (B)(6) 2009 to remove the cage.